Event description:
Patient was undergoing embolization procedure using penumbra 400 coils. Penumbra px slim microcatheter was used to approach circumflex artery. First coil was successfully delivered to the pseudoaneurysm, occluding the distal portion of the feeding artery. The second coil was being delivered to the proximal portion of the feeding artery, and prematurely detached during an attempt to reposition. Physician was not able to retrieve the coil with goose neck snare because the coil was stretched. Ultimately, the coil was left partially in the common femoral artery. There was no adverse effect on the patient, and the bleeding was resolved.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Coil implanted, pusher discarded by site.